Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. A photo has been provided to the manufacturer for evaluation and the device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the healthcare professional suspected catheter occlusion due to improper dripping. X-ray revealed a catheter fracture. The distal part of the catheter and port body were removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: one MRI port with 8f groshong catheter was returned. The catheter was returned in two segments, with the proximal catheter segment attached to the port body. Wear was noted to the 8cm through 14cm depth markers. A complete circumferential break of the catheter was noted near the 12cm depth marker and a partial circumferential split of the catheter was noted distal to the break. The edges of the break and split both exhibited jagged and rounded features when viewed under magnification and the cross-section of the break exhibited an elliptical shape on both ends. Based on the findings, the investigation is confirmed for a break, specifically a break due to pinch-off. The identified catheter break possessed characteristics typical of catheter pinch-off. It is possible that conditions of use, along with patient and/or procedural factors, contributed to the reported event. However, the definitive root cause could not be determined based upon the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the healthcare professional suspected catheter occlusion due to improper dripping. X-ray revealed a catheter fracture. The distal part of the catheter and port body were removed. There was no reported patient injury.